Event description:
During cardiac catheterization and stent placement, the pt had her intracoronary balloon lodged and pinned by the stent followed by dissection of the right coronary totally occluding the posterior descending. Emergency coronary artery bypass x 1 with saphenous vein graft to posterior descending coronary was done.